Event description:
At an unknown location in (B)(6) an electrosurgical procedure was performed. A skintact dispersive electrode model wr21 was used. A complaint was filed claiming skin loss. Along with the complaint a photo was provided showing a limb from which skin has been removed. In another communication the initial reporter has stated that "the patient is doing fine". No further information regarding the patient, the procedure, the lot number of the electrode, the skin preparation, the skin damage (size) and the treatment of the injury have been made available so far despite of repeated requests.

Manufacturer narrative:
As no lot number was provided, no tests could be performed on retained samples. As no further information has been provided to us so far despite repeated requests, it was not possible to conduct any further analysis. Based on the information available no conclusion can be drawn so far. We will try to obtain additional information and will provide a follow up report.